Manufacturer narrative:
Voluntary medwatch MDR report #: mw5147229.

Event description:
Voluntary medwatch form received notes that a patient exhibited noise on their atrial lead. The atrial lead remains implanted. No adverse patient effects were reported.